Event description:
The international customer reported the ventilator operation stopped during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. Review of the device diagnostic log history noted a failure to successfully restart into normal ventilation mode. The manufacturer's service technician reported failures of the user interface pcb board and power switch during service and the parts were replaced. Final checkout was performed with no fault recurrence reported.